Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s plastic cuff fell into the patient. Plastic material was retrieved by the physician and cannula was replaced. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the trocar, envelope seal, cannula and stopcock were intact. The circular seal was cut. The obturator and expandable sleeve were received. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s plastic cuff was fall into the patient. The surgeon was using the device, he went to pass 5mm instrument port and saw a clear plastic cuff from the device fell into the patient. Plastic material was retrieved by the physician and cannula was replaced. No patient injury.